Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. The instrument was found to have no grip tip damage. The instrument was able to clamp properly without any issues. There were no broken pieces. Based on the device evaluation and current information provided, this complaint will remain reportable due to the following conclusion: during the da vinci-assisted surgical procedure, the patient allegedly sustained a bowel injury that was ligatured. However, at this time, the root cause of the intra-operative complications is unclear. There is no indication that the isi device malfunctioned in a way that could contribute to an adverse event if it were to recur. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Manufacturer narrative:
The instrument has not been returned for evaluation. Although there is no allegation that a malfunction of the instrument occurred, the root cause of the intra-operative complications is unclear. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the patient allegedly sustained a bowel injury that was ligatured. However, at this time, the root cause of the intra-operative complications is unclear. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument allegedly injured the colon in two different places. On (B)(6) 2017, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following information regarding the reported event: the csr indicated that the fenestrated bipolar forceps instrument caused two holes on the patient's colon. However, there was no allegation that a malfunction of the instrument occurred. The csr explained that the colon injuries were caused mechanically and not during energy application. The first hole was ligatured. The second hole occurred on a colon specimen that was to be removed. The fenestrated bipolar forceps instrument was replaced and the surgical procedure was completed. The patient was discharged from the hospital on (B)(6) 2017, and no post-operative complications have been reported.